Event description:
Malfunctioning insulin pump omnipod 5 (maker: insulet). Lot # pr1m12182531, mys# 2025-12-18. This box of pumps is not delivering insulin. The malfunctioning of this pump has caused my blood sugar to soar to dangerous highs during the night. It was so high that my cgm (constant glucose meter was unable to read it). After doing a finger stick with a traditional glucose monitor it was apparent that the omnipod 5 pump/pod was not working properly. I called insulet this morning to alert them of this issue and provided them with the lot number and much more information. When my blood sugar reaches these highs there is a host of detrimental effects to my health including but not limited to death, diabetic ketoacidosis, neuropathy and retinopathy just to name a few. I believe that this lot of pumps/pods needs to be recalled also. I also believe that insulet needs to improve their manufacturing of their products and increase quality control to avoid further health damage to their customers. Please look into this and let me know the outcome. Feel free to reach me at (B)(6) if you have and information for me or any further question. Thank you, (B)(6). Reason for use: type 1 diabetes.